Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to chest pain. Upon interrogation it was noted that the device shocked the patient due to atrial fibrillation (af) with rapid ventricular response. Follow up indicated no intervention was completed. The device is still in use. No further patient complications have been reported as a result of this event.